Event description:
This pt was placed on a continous venous hemodialysis machine and as soon as the blood reached the optiflux 200 dialyzer, the nurse visualized the blood leak in the filter. Fortunately, the pt was not harmed but the potential exists for massive blood loss and kidney damage.